Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to allergic reaction.

Event description:
Provider suspects that the patient's aligners may be causing an allergic reaction after multiple methods to alleviate the discomfort noted. Patient seems to have good oral health and there's nothing within treatment goals that could imply the cause..